Event description:
It was reported that during a workshop installation, the 9900 system had a charger failure error during boot up. There were no pts involved and no injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The relay in power capacitor module was found to be stuck. The relay was replaced. The system was tested and found to be working as intended and put back into service.